Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient representative has reported "capsular contracture baker grade IV, night sweats, cold sweats, skin rash, chronic fatigue, joint pain and food intolerance, symptoms of breast implant illness and silicone leakage. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; b6; h6.

Event description:
Patient representative right side capsular contracture baker grade IV with device crease / folding confirmed intraoperatively, silicone leaking, skin rash, and concern over recall. Patient representative additionally reported chronic fatigue, ¿symptoms of breast implant illness," ¿night sweats¿, ¿cold sweats¿, food intolerance," and ¿joint pain" not related to the device. Device has been explanted.